Manufacturer narrative:
Reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber tip broke off easily. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.